Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, upon insertion, a slight resistance was felt, and when minimal force was applied, the proximal shaft was completely fractured at approximately 15cm from the hub. The device was retrieved from the patient without any complications and physician decided to just refer for the consultation instead of attempting another balloon insertion.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 14.8 cm from the strain relief. There were numerous kinks to the hypotube and shaft of the device. There was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled. Product analysis confirmed the reported break as there was separation to the device. Product analysis could not confirm the reported difficulty to advance, as the clinical circumstances could not be replicated; however, the guidewire lumen was buckled and there were numerous kinks to the hypotube and shaft of the device.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, upon insertion, a slight resistance was felt, and when minimal force was applied, the proximal shaft was completely fractured at approximately 15cm from the hub. The device was retrieved from the patient without any complications and physician decided to just refer for the consultation instead of attempting another balloon insertion.